Event description:
Additional information received reported the patient received assistance from her physician and/or manufacturer representative and her concerns were resolved. The patient had an appointment on (B)(6)-2012.

Event description:
It was reported that the patient walked on a treadmill one evening and the next morning she experienced low back pain. The event occurred about 2.5 weeks prior to report. The patient had gained and lost weight but nothing significant. She also may have reached far at work. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3487a-33, lot # j0527898v, implanted (B)(6) 2007 explanted unk; extension model 3708360, serial # (B)(4), implanted (B)(6) 2007, explanted unk; programmer model 37742, serial # (B)(4).